Event description:
Journal article received: complications of growth-sparing surgery in early onset scoliosis; behrooz a. Akbarnia, md and john b. Emans, md; spine, 35(25): 2193-2204, 2010 reported: a review of authors¿ opinions found in available journal articles regarding early onset scoliosis (eos) and the complications associated with growth-sparing surgical treatments. The article compared growing rods (gr) and vertical expandable prosthetic titanium rib (veptr) used to treat eos as a way to preserve growth while controlling deformity. Citing authors campbell et al, it was reported that 7 out of 27 patients experienced drift of rib attachments. They also reported that 4 out of 37 patients experienced laminar hook drift with 2 of the 4 eventually disengaging completely and requiring revision. Chest wall scarring and spontaneous, dense refusion of previously separated congenitally fused ribs have been identified with veptr resulting in the inability to lengthen the device. The author of this article reported that he had to reosteotomize recurrent rib fusions in 4 out of approximately 45 patients. He also reported on 2 recurrent fusions in 31 patients who had prior expansion thoracostomies performed for congenital rib fusions. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.